Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload cartridge fell out of the device when fired. The case was converted to an open procedure in order to remove the cartridge. The device was discarded by the account. The sales representative met with the account and determined that the cartridge was improperly loaded. And inservice has been performed with the account. It is unk if an attempt was made to retrieve the cartridge laparoscopically. No other changes in postoperative care occured other than the conversion from laparoscopic to open. The pt went home the same day.

Manufacturer narrative:
Device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.